Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. This rv lead was not replaced with any leads. No additional adverse patient effects were reported.